Manufacturer narrative:
With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to the patient's history of cardiac arrhythmia, medical treatment, progression of disease, and patient comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heart failure patients indicated for lvad support are also often indicated for ICD implantation and are at high risk for arrhythmias.

Event description:
A report was received from the clinical study database that the patient experienced sustained supraventricular arrhythmia requiring drug treatment or cardioversion. No further information was provided.